Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00300 on 28-nov-2025. Additional information (10-dec-2025): siemens reviewed the instrument data files, and the information provided by the customer. Siemens review indicated that the customer was running patient samples without any issues on reagent well 1, but erroneous results were obtained when samples were processed on reagent well 2. Quality control (qc) was out of range when well 2 was used, but within range when well 1 was used. There were no sample aspiration or hardware issues during the use of well 2. Siemens determined that a compromised reagent well of unknown cause potentially contributed to the erroneously depressed creatinine_2 (crea_2) results. A product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Event description:
The customer reported that erroneously depressed creatinine_2 (crea_2) results were obtained on nine patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were reprocessed either on the original analyzer or on an alternate atellica ch 930 analyzer. The reprocessed results were higher than the erroneous results and matched the patient¿s clinical picture. The reprocessed results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed creatinine_2 (crea_2) results were obtained on nine patient samples on an atellica ch 930 analyzer. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. Siemens is evaluating the event.